Event description:
On (B)(6) 2024, information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient is not getting therapy benefits since implant. Caller stated patient can feel the shocks or stimulation but when they stand or walk around, they still have pain in his back. Caller stated that pt can sit down for relief. Caller stated that pt has tried all the different groups but none of them have helped. Patient services (pss) suggested that caller contact the healthcare provider to see if they can adjust patient programming to try to get more therapy benefit. On 2024-oct-10 additional information was received from the patient representative. They reported that the patient didn't seem to get any relief with the pain in their back. Their controller displayed that stimulation was off, so they turned the stimulation back on during the call and there therapy was on group c. They increased the intensity to 5.0 and the patient reported that they didn't feel any relief. They switched to program a and were advised to monitor if the patient felt any relief by increasing intensity on group a. It was also suggested that they could try group b. They patient rep reported that they had worked with a manufacturing representative (rep) in the past and they were redirected the patients healthcare provider and rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-20, additional information was received. It was reported the cause of the therapy being off was unknown. It was noted they were keeping the device charged and on, but the pt was not getting any relief. When asked what next steps would be taken, a response was not provided; no further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.